Event description:
Patient admitted to hospital for cystoscopy followed by a total abdominal hysterectomy and bilateral salpingoophorectomy. 16-5cc 2-way foley catheter inserted by urologist at end of cystoscopy. Rn and physician were unable to remove foley catheter because balloon would not deflate. Bladder ultrasound showed foley balloon still inflated. During an abdominal vaginal ultrasound, needle guided aspiration of balloon was performed. Foley catheter was then easily removed.